Event description:
It was reported that the customer woke up with a low blood glucose level of 35 mg/dl. Customer stated that his mother was there and able help him with his low blood glucose level. Customer stated that he ate something to bring it up. Customer stated that his blood glucose level was now 411 mg/dl and gave himself 11.4 units, and it came down to 403 mg/dl. Customer stated that his basals were adjusted, which is why he was getting high blood glucose levels at certain times of the day and also lows. Customer stated that when he gets stressed, his blood glucose levels will go very high or go down. Customer was informed to monitor his blood glucose levels and to contact his doctor. Customer called back later and by dinner time, his blood glucose level was 111 mg/dl. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.